Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and a broken sensor wire was found. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.